Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined (exact level not reported) while wearing the pod on their abdomen. The patient's mother went to wake them for school in the morning and the patient stated they did not feel well. The patient coughed up a white foamy substance and lost consciousness. An ambulance was called who took the patient to hospital. The patient was treated with insulin. A new pod was placed at the hospital. The patient was released later the same day, on (B)(6) 2025.